Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. One video received. During the visual analysis of one video, the following was observed: the video shows some surgical instruments handling the tissue. At the 1:54 mark, a device is introduced with a white reload loaded, and buttressing was observed on the reloads and the anvil of the device. At the 2:37 mark tissue is placed on the jaws. At the 3:58 mark, the device is removed and the staple line and cut line were as expected. At the 10:03 mark, a device is introduced with a white reload loaded, and buttressing was observed on the reloads and anvil of the device. At the 10:17 mark tissue is placed on the jaws. At the 12:21 mark, the device is removed and the staple line and cut line were as expected. At the 18:52 mark, a device is introduced with a white reload loaded, and buttressing was observed on the reloads and the anvil of the device. At the 19:10 mark tissue is placed on the jaws. At the 20:20 mark, the device is removed and the staple line and cut line were as expected. At the 22:28 mark, a device is introduced with a white reload loaded, and buttressing was observed on the reloads and the anvil of the device. At the 22:42 mark tissue is placed on the jaws. At the 24:27 mark, the device is removed, and the cut and staple line was incomplete. After that three staples can be seen unformed. At the 27:27 mark, a device is introduced with a white reload loaded, and buttressing was observed on the reloads and the anvil of the device. At the 27:43 mark tissue is placed on the jaws. At the 28:49 mark, the device is removed and the cut and staple line was incomplete. After that three staples can be seen unformed. At the 30:03 mark, a device is introduced with a white reload loaded. At the 30:27 mark tissue is placed on the jaws. At the 31:06 mark, the device is removed, and the cut and staple line was incomplete. After that one staple can be seen unformed. At the 35:32 mark, a device is introduced with a white reload loaded. At the 36:00 mark tissue is placed on the jaws. At the 37:07 mark, the device is removed and the cut and staple line was incomplete. At the 38:05 mark, a needle/suture combination is introduced. At the 39:00 mark, the tissue started to be sutured. Based on the video reviewed, the event describes are confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Additional information received: two times in a row the same thing happened with the knife stopping after advancing, nurse, reversing and they found more staples wedged in the crotch of the jaws. Each time, they had applied our slr buttress and so surgeon requested that they open a brand-new stapler, new reload and this time no echelon endopath staple line reinforcement and that stapler misfired. The surgeon explained to me that in over 5 years of using our echelon staplers, he has never had anything like this happen and stated he can only point to the obvious factor, your buttress material being the difference. He believes the sticky residue to causing loose staples to adhere to the jaws and get jammed into the crotch. On the gastric bypass, the surgeon was looking to compete the pouch and the stapler misfired two times in a row showing incomplete staples that weren¿t even bent. It appears as though the staples weren¿t making contact with the anvil as the legs remained straight. This occurred twice and so the surgeon opened a 2nd stapler and new gold reload and the stapler completed firing however there was no staple line, simply an open pouch in which he needed to hand sew to close. Surgeon stated that the only change in procedures is the use of ethicon slr. He is currently using gore seamguard after recent issue and never noticed issue with it. The surgeon has been practicing for 18 yrs. And using ethicon products for 5 yrs. Partners are not convinced the issue is related to slr. His typical cartridge selection is green to start then gold. This same selection applies to seamguard as well. They have been using reinforcement for the past 3 ½ yrs. Aggressive cleaning between firings and swishing above the articulation joint. In this event, the first 3 plowing issues occurred with one device using 3 different cartridges. The 4th firing was a new device with no slr. Patient done well post op. The surgeon¿s hypothesis is probably use of stronger glue- clip may have been picked up.

Event description:
It was reported that during a gastric bypass procedure that the stapler misfired three times resulting in incomplete staple lines and the device did not cut. Jaws were washed between each firing and no tissue was found between the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient.